Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, above the knee, two small bruises were noticed; they were small burns. Both of the burns were dime sized. However, only on of the burns was treated. The burn that was treated was popped with a needle and then salve was applied. There was minimal amount of fluid. The patient was in discomfort due to the location of the burn and not the severity of the burn. Currently, the patient is still in the hospital. The hospital did not report any patient additional effects.